Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a hematoma had post-operatively developed at the cardiac resynchronization therapy defibrillator (crt-d) implant site due to anticoagulant use. The patient was reported to have experienced swelling and pain. A pocket evacuation was performed and the device remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.